Event description:
Supplemental report is being submitted due to the completion of the investigation. User advanced the delivery system to desired position and found out the stent cannot be deployed. User retracted the device from patient and changed another same device to complete the procedure. "Handle/flexor separation and "stent partially deployed at tip".

Manufacturer narrative:
Device evaluation: the zilbs-635-10-8 device of lot number c1458376 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13august 2020. On evaluation of the device the outer sheath was separated from the handle. The stent was partially deployed. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1458376 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1458376. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-1). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k)#: 163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system to desired position and found out the stent cannot be deployed. User retracted the device from patient and changed another same device to complete the procedure.